Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model: sc-4316, lot #: 16666236, description: next generation anchor kit-sterile.

Manufacturer narrative:
Sc-2218-70 (sn (B)(4)): device evaluation indicated that the lead passed visual and photographic imaging tests performed. There was no complaint toward the device. The system was explanted because two leads were visibly protruding through the incision. Device revealed no anomalies. Sc-2218-70 (sn (B)(4)): device evaluation indicated that the leads passed photographic imaging test performed. There was no complaint toward the devices. The system was explanted because two leads were visibly protruding through the incision. The lead bodies were cut. Damage to the devices was a result of a typical explant procedure and was not considered a failure. Sc-2218-70 (sn (B)(4)): device evaluation indicated that the lead had several nicks/burn marks that were made on the lead body. Damage to the device was a result of a typical explant procedure and was not considered a failure. Sc-4316 (lot# 16666236): device evaluation indicated that the clik anchor passed visual test performed. Device revealed no anomalies.

Event description:
A report was received that the patient¿s leads were coming out of her back and were visibly protruding through her incision. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s leads were coming out of her back and were visibly protruding through her incision. The patient underwent an explant procedure.